Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that the patient saw an informational power on reset message (por) on their programmer. They also had lower back pain after doing yard work. No falls or trauma were reported that could be related to the issue. The patient was walked through clearing the por and successfully cleared the por. No further complications reported.